Manufacturer narrative:
Investigation summary: it was reported the syringe would only dispense half the solution. As a sample was unavailable for return, a thorough sample investigation could not be completed. A device history record review was completed by our quality engineer team for provided material number 306575, lot number 1019579. The review did not reveal any detected abnormalities during the production of this lot that could have contributed to this defect and all quality tests were found to be within specification. During manufacturing, silicone dispersion in the barrel is being monitored to provided consistency and mitigate the need of extra force required to expel the solution in these products. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: we will continue monitoring the complaint trend for this product and symptom. Probable root cause. It could be possible that the customer had a sample with a sustaining force close to the upper specification limit which requires extra force than normal to expel the solution. In order to provide consistency and mitigate the need of extra force required we implemented a monitoring of silicone dispersion.

Event description:
It was reported that the 10 ml bd posiflush" sp pre-filled flush syringe nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: material no.: 306575 batch no.: 1019579. It was reported the syringe would only dispense half the solution and unable to push the remaining solution out. Per email: as per nurse syringe would only dispense half the solution and unable to push the remaining solution out of syringe. Chc complaint reference #: (B)(4). Hospital complaint reference #: (B)(4). Correspondence language: english. Cat# of product being complained: bd306575. Description of product: syringe saline sp p/flush 10ml 30ea/bx 16bx/ca. Lot or s/n: (B)(4). Complaint category: fail to function / defective. Reportable: no. Incident date: (B)(6) 2021. Hospital complaint reference #: (B)(4). Details of complaint (reported issue): as per nurse syringe would only dispense half the solution and unable to push the remaining solution out of syringe. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? No. Qty affected: 1 ea. Samples available? No. Is customer requesting an rga?: no. Return qty:.